Manufacturer narrative:
(B)(6).

Event description:
It was reported that intrastent thrombosis and stent deformation occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa) extending to left distal sfa with 97% stenosis. It was 140 mm long with a proximal reference vessel diameter of 4.0 mm and a distal vessel diameter of 4.0 mm. It was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a 6.0 mm x 150 mm study stent. Following post dilation, the residual stenosis was 0%. Baseline core-lab angiography findings, dated (B)(6) 2016, noted radial stent deformation; however, no stent fracture was noted. On (B)(6) 2016, the subject was discharged on aspirin and prasugrel. Follow-up core-lab angiography findings, dated (B)(6) 2020, noted radial stent deformation, however, no evidence of stent fracture was noted. On (B)(6) 2020, the subject presented to the hospital and underwent diagnostic procedures, which revealed left intrastent thrombosis. On (B)(6) 2021, subject was hospitalized for further medical evaluations. 100% stenosis noted in the entire length of the left sfa extending to proximal popliteal artery was treated by femoral-popliteal bypass surgery. Following post dilation, the residual stenosis was 100%. On (B)(6) 2021, subject was discharged from the hospital.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that intrastent thrombosis and stent deformation occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa) extending to left distal sfa with 97% stenosis. It was 140 mm long with a proximal reference vessel diameter of 4.0 mm and a distal vessel diameter of 4.0 mm. It was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a 6.0 mm x 150 mm study stent. Following post dilation, the residual stenosis was 0%. Baseline core-lab angiography findings, dated (B)(6) 2016, noted radial stent deformation; however, no stent fracture was noted. On (B)(6) 2016, the subject was discharged on aspirin and prasugrel. Follow-up core-lab angiography findings, dated (B)(6) 2020, noted radial stent deformation, however, no evidence of stent fracture was noted. On (B)(6) 2020, the subject presented to the hospital and underwent diagnostic procedures, which revealed left intrastent thrombosis. On (B)(6) 2021, subject was hospitalized for further medical evaluations. 100% stenosis noted in the entire length of the left sfa extending to proximal popliteal artery was treated by femoral-popliteal bypass surgery. Following post dilation, the residual stenosis was 100%. On (B)(6) 2021, subject was discharged from the hospital. It was further reported that on (B)(6) 2020, the subject presented to the hospital as post angioplasty follow up and subsequently underwent arterial doppler of lower limbs, which revealed the following: in the left limb, complete occlusion of the entire sfa. Ankle index was measured at 0.42 in the posterior tibial and at 0.38 in pedal. In the right limb, bi- to triphasic curves in the iliac and at the level of the sfa. Occlusion noted in the middle of popliteal artery stent. Ankle was measured at 0.45 in posterior tibial and 0.39 in pedal. Based on these findings, no action was taken at that point in time. On (B)(6) 2020, the subject revisited the hospital with the complaint of pain in left calf and toes and subsequently, the subject was recommended for left femoropopliteal bypass on a later date. On (B)(6) 2021, post-surgery, the subject underwent CT angiography of lower limbs which revealed the following: in the right limb, occlusion in the internal iliac artery; moderate stenosis in deep femoral artery; moderate to severe proximal stenosis in sfa; thrombosed popliteal artery stent. In the left limb, moderate atheromatosis in the common iliac, with no significant stenosis; occlusion of internal iliac artery; mild proximal stenosis in external iliac artery; occlusion of the bypass in its distal third; 70% stenosis in the proximal third of the bypass; improvement of the stenosis at the origin of the left deep femoral artery with persistence of a moderate stenosis at a few centimeters from its origin; occluded right popliteal stent; surgical remodeling at the femoral access site with a small, 5-cm hematoma next to the proximal anastomosis was expected and a small, false aneurysm in the common femoral artery. On the same day, distal occlusion of the bypass noted in left limb was treated by performing bypass fem-pop embolectomy and subsequently hematoma was drained resulted in the reduction of proximal stenosis. On (B)(6) 2021, good doppler signal in the bypass was noted and the subject was started with rivaroxaban and asa twice a day. On (B)(6) 2021, the subject was recommended to maintain heparin and vac for 5 days. Good doppler signals was noted in posterior tibial and pedal. On (B)(6) 2021, blood test was performed which revealed hemoglobin level at 76. On the same day, wound was verified, where burning pain in the surgical sites still persists & active bleeding was noted to which one unit packed red blood cells was transfused. On (B)(6) 2021, the subject underwent arteriography of aorta and lower limbs which revealed the following: in the right limb, mild stenoses in the right external iliac artery. Occlusion of both internal iliac arteries with occluded stent. In the left limb, venous bypass in place in the femoropopliteal, significant arteriovenous fistula in its middle third. There will be two branches to embolize. The distal portion of the bypass, as well as the distal anastomosis, are of small diameter and present significant stenoses. Posterior tibial artery was occluded. On the same day, arteriovenous fistula in the middle third of the bypass have been embolized using 2-mm and 3-mm coils, and the distal portion of the anastomosis and that of the bypass were then dilated by using 3 mm followed by 3.5mm drug eluting balloons. Post procedure, good angiographic result was noted and then hemostasis was obtained with a non-boston scientific closure device.